Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve that was over draining. The patient was a (B)(6) male, which presented with signs of irritability and enlarging subdural hemorrhages after the valve was set to 8. The valve was removed and inspected with no evidence of damage and was tested on the side table with manometer. The flow ran down to 0 despite the setting. No additional information was provided after several attempts.

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR): the product code 82-8810pl with lot number 4837612, conformed to the specifications when released to stock failure analysis: the position of the cam when valve was received was at setting 8. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leakage was noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to functionality not maintained during 5yr shelf-life, during the investigation no functional issues were noted.

Event description:
N/a.